Event description:
The customer reported that during a tonsillectomy case, the swabs in the pt's mouth caught fire. The covidien generator was in use with a non-covidien forceps and monopolar cable at the time. It is unk if the pt was burned, and if so, how the burn may have been treated. The pt was discharged from the facility, and no further info regarding this incident is available from the site.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under eval. When the device eval is complete, a f/u report will be submitted.